Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture. Vascular access was obtained via a radial approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during inflation at unknown pressure, the balloon ruptured. The procedure was completed with a non bsc product. There were no patient complications reported.